Manufacturer narrative:
Boston scientific received information that the right ventricular lead exhibited pacing inhibition and loss of capture with greater than two seconds of asystole. A revision procedure was performed where the physician saw an insulation breach close to the suture sleeve. The physician believed that this was the cause of the intermittent loss of capture. The rv lead was surgically abandoned and a new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular lead exhibited pacing inhibition and loss of capture with greater than two seconds of asystole. A revision procedure was performed where the physician saw an insulation breach close to the suture sleeve. The physician believed that this was the cause of the intermittent loss of capture. The rv lead was surgically abandoned and a new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.